Event description:
A patient underwent a procedure to two vessels. A 3.5x18mm cypher was implanted to an ostial and bifurcated lesion in the proximal lad, and a 3.0x18mm cypher was implanted to an ostial and bifurcated lesion in the proximal cx. Thirteen months later, the patient had a focal restenosis in the proximal cx cypher that was treated with poba and the implantation of another cypher stent. Additional information indicated that the restenosis was probably within 5mm of the cypher stent in the proximal lad.